Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power errors alarm frequently. Customer did not recall blood glucose at the time of incident. Troubleshoot was performed. Customer said the internal power source was unable to charge. Customer said power error alarm occurred when the batteries are out from the insulin pump for less than 10 minutes. Customer said the insulin pump was not exposed to a temperature below 41 fahrenheit. Customer was advised to call back after using a new battery for an hour. The last time battery was change was on (B)(6) 2017 and have changed battery several times within 7 days. Customer changed battery four times on (B)(6) 2017. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected power loss alarm or low battery alarm noted. However, replace battery alarm, replace battery now alarm and power error confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.